Manufacturer narrative:
The certain® gold-tite® hexed screw (iunihg) and 3i t3® non-platform switched tapered implant 4 x 10mm (bost410) were not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 20 (universal) and used for approximately 2 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg and bost410 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up". H3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that patient presented with a broken screw on an bost410 on tooth position #20. Case was completed 2 years.

Event description:
Update 9/222020 mmd screw was lost in suction but was removed from the implant.

Manufacturer narrative:
The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.